Manufacturer narrative:
Date of event approximated, since unknown.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. It was reported via social media that "there was a device related thrombus at the 1 year transesophageal echocardiogram follow up."